Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 410 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 401:317:850:0000, found as an ancillary condition, confirms the condition. The root cause of this condition was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 410. This condition was found upon power-up of the device in the general patient ward. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. User interface module master software version is currently unknown.